Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, post-implant balloon aortic val vuloplasty (bav) was performed. The balloon became stuck in a valve frame strut, causing the valve to dislodge when the balloon was removed, resulting in severe central aortic insufficiency. The first valve was left implanted above the sinotubular junction and below the greater vessels. Cardiopulmonary resuscitation was initiated due to the aortic insufficiency and the reduction in outward flow as a result of the valve being deployed above the sinotubular junction. The patient was then placed on extracorporeal membrane oxygenation (ECMO) while a second valve was implanted, stabilizing the patient. The patient was weaned off of ECMO one hour later. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic insufficiency or paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case it appears that the insufficiency was due to the device used for the balloon aortic valvuloplasty getting stuck in the strut on the valve and then dislodging the valve during removal of the balloon. With the limited information available, we are unable to determine the cause for the balloon getting stuck on the valve strut. Once the second valve was implanted the insufficiency reduced to mild to moderate and the patient was in stable condition. A mild paravalvular leak has minimal impact on the patient and is generally deemed an acceptable residual condition.